Event description:
It was reported that during a cobra study for a carotid stent procedure in the right internal artery that was fairly straight, the rx acculink carotid stent system was delivered and the stent was deployed without issue. The stent delivery system (sds) was removed without re-sheathing (contrary to IFU), with no reported resistance. As the sds was removed, it was noted that the distal end of the inner member, from the tip to approximately 5 cm proximal to the rx exchange, was missing. A snare device was used to retrieve the separated shaft. This added an additional 20-30 minutes to the procedure; however, no patient effects were reported.